Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-1349. It was reported that the pt experienced a bump that had formed near her occipital lead (off label). The lead had begun to lift slightly at the strain relief site. The pt received revision surgery to suture the lead down.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.